Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information requested, not available at time of this report.

Event description:
The customer reported that a patient arterial line or a-line disconnected at a time when alarms were not heard by staff. The patient's arterial line became disconnected, specific treatments required were not provided.

Manufacturer narrative:
Patient information has been requested, unavailable at the time of this report the customer contacted the customer care solutions center for support stating that they did not receive an alarm related to the monitor in bed 6 at 5 am on (b)(2017. The case was paged to field service engineer (fse) who spoke to the biomed at the site. The fse also spoke to the customer clinical nurse specialist who said that she believed staff had the alarm turned off. Details about the patient and any required treatment were requested but were not provided by the customer. No onsite evaluation of the product was performed by philips. The fse has indicated that biomed would evaluate the monitor. The fse has indicated that no further issues have been reported related to the device prompting closure of the call. The customer has indicated that they believe a staff member had turned the alarm off. A request was made to confirm via log review. The clinical audit logs were not provided by the fse however in discussion with clinical product specialist the logs do not audit the disabling of an arterial line on/off alarm. Only certain actions are audited in the logs and that action would need to be taken at the bedside and the bedside currently does not send that information to the information center for inclusion in the logs. Therefore the logs would not assist in any confirmation of that action. : the customer reported that a patient's arterial line had become disconnected on (B)(6)2017 at 5 am in (B)(6) but no alarm was provided. The customer later stated that they believe a staff member had turned off the alarm which prevented alarms from being announced at the time. The clinical audit logs at the information center ix do not store all possible user actions and they therefore do not store the user action of disabling the arterial line alarm. Details regarding the impact of the event to the patient were requested but the customer indicated she was not at liberty to provide that information. No further information was provided by the customer. At this time no further action or investigation is warranted.